Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugar level up to 40 mmol/l (blood glucose increased). Pen was leaking (device leakage) case description: this serious spontaneous case from australia was reported by a consumer as "high blood sugar level up to 40 mmol/l" with an unspecified onset date, "pen was leaking" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "diabetes mellitus", novorapid penfill (insulin aspart) solution for injection, 100 u/ml (dose, frequency & route used: unk, unknown) from unknown start date due to "diabetes mellitus". The patient's height, weight and bmi not reported. Medical history included diabetes mellitus (type and duration not reported). Concomitant product includes: levemir flexpen solution for injection, .0024 mol/l. On an unknown date the patient's novopen echo was leaked and the patient's blood sugar was 40 mmol/l, but had returned to normal values (blood sugar values not reported) without any side effects. Action taken to novopen echo was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "high blood sugar level up to 40 mmol/l" was recovered. The outcome for the event "pen was leaking" was not reported.

Event description:
Case description: this serious spontaneous case from australia was reported by a consumer as "high blood sugar level up to 40 mmol/l" with an unspecified onset date, "pen was leaking" with an unspecified onset date, and concerned a female patient who was treated with novopen echo red (insulin delivery device) from unknown start date due to "diabetes mellitus", novorapid penfill (insulin aspart) solution for injection, 100 u/ml (dose, frequency & route used: unk, unknown) from unknown start date due to "diabetes mellitus". On an unknown date the patient's novopen echo red was leaked and the patient's blood sugar was 40 mmol/l, but had returned to normal values (blood sugar values not reported) without any side effects. Action taken to novopen echo red was not reported. Investigation results: name: novopen echo red - batch unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 3ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with following information: catalog# updated. Device component code updated. Investigation results updated as "no investigation was possible, because neither sample nor batch number was. Available." Manufacturer comment updated. Narrative updated accordingly. Manufacturer comment: 16-aug-2019: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name: novopen echo red - batch unknown. No investigation was possible, because neither sample nor batch number was available.